Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch fasttake meter read inaccurately high compared to his feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the afternoon of (B)(6) 2013. The patient reported a blood glucose result of ¿172 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual management routine at the time of the alleged issue. About 10 minutes after the start of the alleged issue, the patient claimed he felt symptoms of shaking, sweating and weakness. The patent took more food and/ or drink as treatment. It is not known if the patient tested his blood glucose on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. It is not clear if the patient was using the correct test strips with the subject meter. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up #1 (08/30/2013)-device evaluation: the products involved with this complaint have not yet been returned to lifescan for product analysis evaluation. Performance testing with blood was performed on the retain test strips on 08/30/2013. The retain test strips failed the performance testing with blood and were found to be biased high at 300 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.